Event description:
It was reported that during an endovascular arteriovenous fistula procedure through the lateral brachial vein, the device allegedly failed to cut. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was returned for evaluation. The returned venous catheter exhibited electrode deformation. The arterial catheter was not returned. The result of the investigation is inconclusive for the reported failure to cut issue. The root cause for the reported failure to cut issue could not be determined based upon the available information. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: warnings: the wavelinq¿ endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions: only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. Avoid sharp bends. This may cause the device to become inoperable. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. Do not bend the rigid portion of the catheter near the electrode or backstop. Do not touch or handle the active electrode. Electrode dislodgement may occur. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions: keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Electrode activation: electrosurgical unit: tva or bd esu-1. Electrosurgical pencil. Must have a 3 prong universal connector that interfaces with an esu-1. Must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. Ground pad. Must have a universal connector that interfaces with an esu-1. Must be rated to disperse a minimum of 60w for 2 seconds. Arm restrain: tz medical arm board (cz-400-tva) and fixation straps, (tva-mc-2). Avf creation: advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. Ensure tourniquet has been removed (if applied). Do not allow catheters to move in order to minimize chance of misalignment. Using fluoroscopy, verify final catheter and electrode position before energy delivery. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. H10: d4 (expiry date: 09/2022), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure through the lateral brachial vein, the device allegedly failed to cut. There was no reported patient injury.